Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had diabetic ketoacidosis from past six decades and was not using sensors. It was also reported that the patient was admitted to hospital for dka (diabetic ketoacidosis) on (B)(6) 2024 morning for three days and patient blood glucose levels while admitting the hospital was 576 mg/dl and received treatment of intravenous (IV) drip. The patient had symptoms such as confusion and anxious and the reason for hospitalization was due to high blood glucose levels. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005962, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005962". The count of complaint is 1 which is below 3. No further statistical trending analysis is required device history record (DHR) review: the lot 6005962 was manufactured according to the work instruction (wi) version 20 packaging in the line 1, on 05/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Test results: no photo was provided. No testing is required for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.